Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.6, lab: 2.6. (B)(6) 2010: 4.0, 2.7. Patient's therapeutic range: 2.5 - 3.5 inr. Patient was on a low-molecular-weight heparin and off of coumadin a week before (B)(6) 2010. Tests were done before the heparin. Patient stopped heparin more than 24 hours ago.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.0, reference: 2.7, mean: 3.35, confidence limits: 1.9 - 4.6. Inratio: 3.6, reference: 2.6, mean: 3.10, confidence limits: 1.8 - 4.2. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation is required. Per general description of complaint, patient was on and off heparin and was also on other medications for the heart and hypothyroidism. Patient's current medications and health conditions may have affected coagulation testing and led to the unexpected inr results. Patient also reported taking about 1 minute to get sample onto the strip and having trouble obtaining blood sample. Improper technique could have led to inaccurate results. As reviewed on 12/09/2010, forty-eight discrepant result complaints were reported for lot #234526 yielding a complaint rate of 0.040%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.